Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
An event was received through the (B)(4) edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, a valved conduit was explanted after approximately ten years and nine months (129.17 months) and replaced with a valve due to unknown reasons. The patient was approximately 2 years old at the time of implant. A 2500pj21 was implanted as a replacement at approximately 13 years old.

Manufacturer narrative:
Method: device not returned. Discarded by hospital. Additional manufacturer narrative: the device will not be returned as it was discarded by the hospital. A device history record review is in progress. Investigation is on-going.